Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v078929, implanted: (B)(6) 2008, product type lead; (B)(4).

Event description:
It was reported that the patient went through security approximately 2.5 weeks prior to report, and device had not worked since. The patient initially thought something was wrong with the patient programmer. The patient experienced a return of symptoms. When interrogating the implantable neurostimulator (ins) with the patient programmer it would only show that it was attempting to communicate and 'also to synchronize the programmer and ins.' Approximately 2 weeks later it was reported the patient had received assistance and the patient's concerns were resolved.